Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: blood leaked from the catheter.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted needle assembly, a catheter assembly, a teruma syringe, the original packaging. In addition, five photographs were received which displayed similarities to that of the returned unit. Through the visual inspection of the device there were no holes observed in the extension or catheter tubing. There was some deformation observed where the catheter tubing goes into the catheter adapter. A leak test was performed where leakage was observed at the base of the catheter tubing. Further microscopic investigation showed a gap between the catheter tubing and the hub. A hole was observed at the nose of the catheter adapter in which caused the device to leak. The combination of the damage to the nose and the hole in the catheter tubing indicates the needle cut the tubing wall and hit the adapter, which guided the needle back to the catheter. This was the physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: blood leaked from the catheter.